Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient was admitted with a lactate dehydrogenase (ldh) of 1258 u/l and hematuria. The lvad system also produced elevated power readings. The patient was treated with heparin and integrilin. On (B)(6) 2017, the patient underwent a pump exchange due to suspected pump thrombosis.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 1 inch from the pump housing and the distal portion of the driveline was returned in two segments measuring 12 and 25 inches, respectively. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor upon disassembly of the returned pump revealed a thrombus formation surrounding its bearing ball. Its laminated structure and areas of denaturation suggest that this formation developed over an undetermined period of time while the pump was supporting the patient. Further analysis of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. The deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. The origin of this deposition could not be determined, however, its areas of denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh, as well as the increase in power and decrease in pi that were noted in the submitted system controller log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 03/29/2017 indicated that the patient's ldh did not decrease with treatment of heparin and integrilin. It was reported that the patient had an echocardiogram on (B)(6) 2017 and a transesophageal echocardiography on (B)(6) 2017. The results of those tests were not provided.